Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. The balloon was initially inflated at 14 atmospheres. However, during the second inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.